Manufacturer narrative:
The user experienced severe hyperglycemia resulting in dka, hospitalization, and ICU admission while using the ilet. This situation can result in acute metabolic decompensation requiring intensive medical treatment and is consistent with the reported hospitalization and ICU care. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed that insulin dosing stopped because no cgm values or manual bg entries were available after sensor failure. Hyperglycemia was identified after the cgm sensor was replaced, with a documented bg entry of 484 mg/dl. Based on available information, the event was attributed to therapy interruption after cgm failure, specifically failure to replace the sensor promptly, enter bg values to continue bg-run dosing, or initiate appropriate backup therapy, rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On 29-sep-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported as high as over 480 mg/dl, resulting in diabetic ketoacidosis (dka), hospitalization, and ICU admission. The user received hospital treatment and was discharged on (B)(6) 2025. The user recovered and resumed ilet use.